Manufacturer narrative:
(B)(4). Medical products- palacos rg 1x40 single catalog# 00111314001 lot# 83204473, articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog# 42521400710 lot# 63387220, femur cemented posterior stabilized (ps) narrow right size 7 catalog# 42500006202 lot# 63354946, tibia cemented 5 degree stemmed right size e catalog# 42532007102 lot# 63351813, all poly patella cemented 32 mm diameter catalog# 42540000032 lot# 63409945. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03602, 0002648920 - 2017 - 00349, 3007963827 - 2017 - 00226, 0002648920 - 2017 - 00350, 0002648920 - 2017 - 00351.

Event description:
It was reported patient underwent a total knee arthroplasty. Subsequently, patient is experiencing pain and swelling, which is alleged to be due to an inflammatory reaction to a component of the product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.